Manufacturer narrative:
Concomitant medical products: cc posterior fem augment sz 2, 5mm (cat# 208-07-02 / serial # (B)(4)), cc distal fem augment sz 2, 10mm (cat # 208-06-02 / serial # (B)(4)), three peg patella 35mm (cat # 200-02-35 / serial # (B)(4)), cc posterior fem augment sz 2, 5mm (cat # 208-07-02 / serial # (B)(4)), fluted stem extension 80l x 14 mm (cat# 204-34-08 / serial # (B)(4)), cc femoral sz 2 (cat# 208-01-02 / serial # (B)(4)), cc distal fem augment sz 2, 10mm (cat # 208-06-02 / serial # (B)(4)), cc stem ext adaptor 5 degree (cat # 208-09-05 / serial # (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately four years post tka, patient had a revision for an unknown reason. It is unknown if this is a second time revision for the same side. It is also unknown why cc insert out of scope. No additional information available.

Manufacturer narrative:
After further review of additional information received. (H3) as reported, approximately four years post tka, patient had a revision for an unknown reason. It is unknown if this is a second time revision for the same side. It is also unknown why cc insert out of scope. No additional information available. Upon review, there is no allegation against the device as the reason for revision was not reported. The most likely cause of the reported event is patient conditions.